Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient hasn't had any trouble with "this device" until today. The patient then further clarified they were speaking about their handset being depleted. The patient reported that they had the implant for urinary incontinence and frequency (they would have to get up to go to the bathroom at night a lot) and the therapy had been working for them up until they had an unrelated surgery on monday (B)(6) 2023. The patient stated they were still in the hospital and that they'd been getting up to go to the bathroom 5 times in an hour. The patient stated that they'd charged their handset up prior to the surgery and that on the day of the surgery they hadn't turned the therapy off but the doctor told the patient they would turn the therapy off before they went in for the surgery. The patient stated now they couldn't use the handset to connect to their settings and they weren't sure if the hcp had turned the therapy back on and they really wanted to make an adjustment because they needed to have the therapy working for them but the handset was dead. The patient is going to call back once they charge the handset and will need assistance with checking and/or making a change to their therapy settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said they reached out in (B)(6) 2023 and saved the letter. The patient said the device was implanted for bladder control, and they have developed a major bowel problem, which is constipation. The patient said they went through a bunch of testing and had their stim adjusted once. The patient said there was no improvement after their stim was adjusted. The patient said they are in biofeedback for their major constipation issue. The patient said they didn't have any bowel problems when the device was first implanted. The device has been off for two weeks. The patient said during the 2 weeks the device was off, the constipation did not improve. The patient said they were still going in the middle of the night; this comment was related to the bladder. The patient mentioned they need to have an MRI on the (B)(6). The patient said they don't think the device is the issue. The patient said they have had to have several mris since the device was implanted. The patient said the device was not worth the hassle. The patient said the hcp said the device has over 200 programs and recommended the patient call in for assistance programming the device to treat the patient's constipation. Reviewed indications. The patient opted to change the program due to them still going in the middle of the night

Manufacturer narrative:
Continuation of d10: product ID a520, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j1q0 serial# implanted: (B)(6) 2022 explanted: product type lead product ID a520 l ot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the stimulator was working fine in the beginning but gradually stopped working and the patient had been dealing with all kinds of pelvic floor dysfunction. The patient stated they were getting up 6-8 times a night. They were not functioning bowel wise unless they took a prescription laxative and having increase of urinary at night. The patient also had pain in the lower left of the nerve on the left side of the body. They stated they were dealing with this for more than a year. The patient had tried different programs and settings. They had to have minor surgery and had to turn stim off for the surgery. When the patient turned the stim back on, the pain was so bad when the device was on by that nerve on left side that it was hard to tolerate. They reported having therapy on at this time. They also stated having an x-ray on friday that the colon rectal doctor ordered. They found out yesterday the lead had migrated. The patient was meeting with a manufacturing representative (rep) at an appointment scheduled for 2-3 weeks from now. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j1q0 serial# implanted: (B)(6)2022explanted: product type lead product ID a520 l ot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated information regarding the migrated lead causing pain. The patient stated they will be having a revision done. The patient wanted to know if they had the newest model and if they could use a tens unit. Reviewed information.

Event description:
Additional information was received from the patient. They reported that replacement was scheduled on (B)(6) 2025. Issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2j1q0; implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.